Manufacturer narrative:
During the investigation conducted by the manufacturer, it was found that debris was in the large collet and drive train assembly. A corrective and preventive action project was opened in order to evaluate the root cause. Based on the project investigation, there are no design changes for the collet. Un-pressing and re-pressing of straight pins into the same hole on the shaft results in lack of tight press fit thus causing pin fallout conditions. The sequence of events used to build the pin collets was reviewed and re-training was found to be needed to ensure that pins are not being repressed when building the product.

Event description:
It was reported that during a service repair metal shavings were found in the collet. There was no pt involvement or adverse consequences related to this event.